Event description:
It was reported that the pt underwent an interventional procedure for recurrent chest discomfort and ischemia confirmed by exercise testing. The previously placed lad stent had been placed across the ostium of the 1st diagonal. Restenosis was noted at origin of diagonal so repeat angioplasty and stenting of that branch were performed. Following deployent of the stent, it was noted that "watermelon-seeding" occurred and the stent moved retrograde into the lad. It was felt that the previously placed lad stent was underdeployed, so the physician attempted to open up a cell of the stent to facilitate flow to the diagonal and to post-dilate the previously placed stent. Attempts with multiple balloons were unsuccessful. He then crossed with the balloon catheter and inflated it at low pressure. (6-7 atms) at which point the balloon ruptured. The physician was unable to remove the balloon despite maneuvers with snares, buddy wires and other balloons. He feels the balloon was bunched up in the stent. The pt was described as having angina controlled by analgesics at that time, but was hemodynamically stable with "timi" ii blood flow through the vessels with no evidence for myocardial infarction. Approx 2 hours later, the pt was taken to surgery for arteriotomy for removal of balloon material and coronary bypass surgery. The pt was discharged 4-5 days post-operative and is doing well.